Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked and the right and left plunger cases were cracked. A review of the event history log identified primary audible alarm post error. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventative. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a primary audible alarm. It is unknown if there was no patient, or clinician injury associated with this event.